Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the balloon was missing as was most of the inner shaft . The rx section and the 1cm remaining section of the guidewire lumen exhibited a longitudinal tear to the proximal balloon bond neck.

Event description:
Right pedal access and right chronic total occlusion (cto). The rapidcross could not cross past pedal sheath. When the physician removed the rapidcross from the body, the coating looked like it came off. A new rapidcross was pulled.investigation of the returned device found the balloon was missing as was most of the inner shaft.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.